Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the remote service engineer ordered the device's xl+ kit-front case assy and xl+ kit-label set-english and the device will be returned to service. The rse ordered customer parts to repair the device and it will be returned to service. It has been concluded that no further action is required at this time.

Event description:
It was reported the power indicator is not appearing. There was no patient involvement.